Event description:
Three spinal trays from the same lot number were opened and found to be defective. Spinal needle unable to pass through introducer. No patient involvement in the use of this equipment.